Manufacturer narrative:
This report is associated with report # 2015691-2013-20439.

Event description:
It was reported that two catheters had "sheared off" during a case.

Manufacturer narrative:
It is possible that some clinical factors may have contributed to the balloon separation; however, with such limited clinical information, this could not be confirmed with any certainty. Lot number was not provided, therefore review of the manufacturing records could not be completed. Multiple attempts were made to obtain the device for evaluation.

Manufacturer narrative:
If additional information or the device is returned a supplemental will be submitted. It is possible that some clinical factors may have contributed to the balloon burst; however, with such limited clinical information, this could not be confirmed with any certainty. No actions will be taken at this time.